Event description:
It was reported that the user paired a new glucose sensor while the ilet remained in bg run mode and continued dosing despite a lapse in continuous glucose monitoring (cgm) readings, after which the system and fingerstick indicated low blood glucose of 60 mg/dl; the user removed the expired sensor, started a new sensor session, and followed oral carbohydrate treatment guidance. Investigation of this case revealed that the cause of the hypoglycemia was unclear. Symptoms included confusion, disorientation, shaking/tremor consistent with hypoglycemia. Outcomes included self-treatment with oral glucose products and subsequent stabilization of blood glucose to 122 mg/dl with the sensor functioning. It was concluded that the event was hypoglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.